Manufacturer narrative:
(B)(4). On receipt, a visual inspection was carried out on the returned analog interface printed circuit board (ai pcb), no anomalies were observed. After being powered up on the failure investigation test ventilator, the returned component failed power on self test (post), generating a vent inop condition. The fault was isolated to the capacitor reference designator, which was then replaced. All performed tests were then passed.

Event description:
It was reported that during patient use, the ventilation stopped and the device was replaced. There is no reported patient harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.